Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, high, out of range, pacing lead impedance was observed. Atrial lead dislodgement was suspected. The lead was explanted and replaced. During the procedure, clavicular crush and conductor fracture were suspected via x-ray. The patient was stable throughout the procedure and discharged the same day.